Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's blood glucose levels have been high and they could not get them down. The reported blood glucose reading was 400 mg/dl and was treated with a manual injection. The customer changed the infusion set, insulin and even a new battery. The pump did not give any alarms during this time. They got the blood glucose back to normal and then went to endocrinologist and they gave her a loaner pump to try but that one alarmed no delivery. The customer also experienced large ketones due to the high blood glucose levels. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer declined to check the pump settings. The insulin pump passed the prime and high pressure tests. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.